Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire service group received the suspect user interface module (uim) component for investigation and repair. The service group performed a visual inspection of the internal components of the uim, which found no anomalies. They also performed multiple power on cycle routines in the user mode and found the leds lit with a white display screen on the suspect uim. At this time, the service group was able to duplicate an assembly failure, which is associated with the uim display. However, no further device/component failure will be performed.

Event description:
The customer reported a blank user interface module (uim) display on this ventilator device on startup. The customer reported that there was no patient involvement with this event.